Event description:
It was reported in 2008, by email to the complaint management department, that there was a patient death reported yesterday not as a complication of helium emboli, but as a result of removing the "defective" intra-aortic balloon (iab) and stopping the iab pump therapy. According to the md, this specific patient was very ill, suffering from cardiogenic shock. This patient really needed the iabp and a functional fiberoptic sensor (fos) catheter. Further details are being pursued.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.